Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials, age, dob and weight not provided for reporting. Additional classification codes: hsz, gffa, gff. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 310.221 - 417712, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 11.sep.2008. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported about two drill bit that were broken inside patient while drilling. Twenty (20) minutes delay to surgery time. The tip of the drill bit left inside the patient. This complaint involves two parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Entered patient identifier: additional patient identifier reported as: (B)(6). A product investigation was performed. Two (2) drill bit ø2/1.15 cann l150/48 3flute (310.221 / 417712) were received for investigation. Upon visual inspection it was identified that tips of the both drill bits are broken off and missing (8mm and 12mm), thus confirming the complaint description. Through production the drill diameter, hardness and inner diameter measures/parameters were checked. All mentioned measures/parameters are according to the drawing and documented in the DHR. No manufacturing related issues were detected. Unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place or/and that wear and tear from often use over the years (as the instrument is 8.5 years old), led to this damage. To prevent such problems, it is necessary to operate according to the ¿instructions for use, synthes cutting tools¿: ¿reusable cutting tools may be reprocessed several times. However, cutting tools are frequently exposed to high mechanical loads and shocks during use and should not be expected to last indefinitely. It is necessary to replace cutting tools from time to time.¿). No product fault could be detected. Corrected additional device product code from gffa to gfa. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the procedure was open reduction internal fixation (orif) and surgery was completed successfully.